Manufacturer narrative:
The reported event of inadequate capture was not confirmed; however, the complaint of stylet could not insert was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the lead found over torqued inner coil consistent with the procedural damage. The stylet could not be inserted due to the as received condition of the inner coil. The cause of the reported event of the stylet could not insert was isolated to over torque of the inner coil in the connector region consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, when the right ventricular lead was implanted in the apex, the pacing threshold was not satisfactory. The lead was unscrewed but then it was difficult to insert the stylet in the lead. The lead was not used and replaced. The patient was stable.